Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a (B)(6) patient had a rash under the right therapy electrode pad. The rash was square and red with no visible puss or blood. The patient's doctor prescribed a cream and aware that the patient left the lifevest off for a period of time to allow the rash to heal. Follow-up indicated that the patient was using the cream and that the rash was clearing up.